Event description:
Olympus thunderbeat was being utilized according to MFR's instructions. During the procedure the device stopped working and the generator said probe check. Disconnected the device from the generator, checked the instrument tips and reconnected but still would not function. Exchanged for a new, identical hand piece which functioned for the remainder of the case without issue. FDA safety report ID# (B)(4).